Manufacturer narrative:
Due to technical limitations catalog number would not populate and is: p8.3g-38-35-p-5s-pig-hirata-011480. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the physician attempted to flush the solution before the procedure and leakage from the polyethylene angiographic catheter was observed. Four splits were reportedly on the tip of the catheter. This product problem did not result in any reported patient impact.